Manufacturer narrative:
H3: one device was received for evaluation. Service history review was not performed. The customer reported issue was confirmed as the cassette sensor was found to be defective. The sensor was replaced. The device will be submitted for functional and delivery testing.

Event description:
The customer returned the product for "after inserting the batteries and the initialization phase is complete, it emits an intermittent alarm, without displaying an error message." It cannot be stopped and it keeps ringing a few minutes even after the batteries are removed. During device evaluation a defective cassette sensor was defective. There was no impact on the patient's treatment. In order to solve the issue, the device was removed from use. There was no patient harm. There was no patient involvement.